Manufacturer narrative:
(B)(4). The customer returned the homechoice (hc) device, and it was evaluated at baxter's product analysis lab (pal). The device was received operational and in good condition. The device failed the hc rite (return instrument test / evaluation) functional test for heater bag temp test but passed the rite electrical test. External/internal inspection was performed and passed. The cause for rite test failure - heater bag temp test was undetermined. Per the event history review, the issue of heater bag temperature failed performance spec-fluid delivered out of range found during rite testing, by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter service technician found that a heater bag temperature failed the performance specification; fluid was delivered out of specification during homechoice system testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.